Event description:
A 7" extension tube "cracked" with placement of new needleless adaptors. Unsure if extension set was not meant to fit onto connector (or vice versa), or if nurses are being agressive with placement. This makes it difficult to evaluate - extension set problem vs connector problem.